Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he was having trouble with the infusion set. Customer's blood glucose was going low in the 50-60's mg/dl yesterday. Customer treated with orange juice and a bowl of ice cream. Customer's blood glucose was as high as 300 mg/dl last night. Customer stated that he treated with a bolus from a pump and when it didn't bring him down, he treated with a shot. Customer stated this morning, his blood glucose was fine. Customer checked and his blood glucose was 356 mg/dl and at 333 mg/dl, customer took 5 units of insulin via a needle. Customer's blood glucose was then 259 mg/dl. Customer stated that the site does not show signs of infection. Customer stated that there is blood at site but it is not actively bleeding at the time of the call. Customer was advised to change the set and monitor the issue. Troubleshooting was performed and customer was advised that the pump was working as designed.